Event description:
It was reported that the customer had high blood glucose levels of 445 mg/dl. Customer treated with manual injection. The customer also stated that their insulin pump is stuck in the rewind complete screen. The customer stated that when she pushes the act and the esc button it remains unresponsive. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded and or loose drive support disk. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.